Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device is reportedly unavailable. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: it was reported that urine does not go through the bag. The patient's condition was reported as fine.